Event description:
It was reported the unit turns on, but it will not turn off. All buttons on the unit do not function - only the on and emergency buttons work when depressed. The biomedical engineer reported the off key may be collapsed. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however it was found that the liquid crystal display (lcd) was out of specification and the printed circuit (pc) board was contaminated. It was also noted that the upper case, lower case, two side bail covers and ring cover were broken, the ring was bent, and the lead flex cover was contaminated.